Event description:
It was reported that there was a volume discrepancy. The actual residual volume of 0ml was less than the expected residual volume of about 3ml. The patient experienced an underdose with the following symptoms: diaphoretic; increase in tone. This occurred during a normal refill cycle. Per the reporter it has occurred "multiple times." No alarms were noted and the pump event logs were normal. The drug in the pump was lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk.

Manufacturer narrative:
(B)(4)

Event description:
The results from a rotor study were abnormal (date of study and results were not specified); the device was replaced. There was no patient injury and the patient recovered without sequelae.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.